Event description:
The following has been reported: biomed reports: this pump came to us with a tube set problem error and a complaint that it infused an antibiotic too quickly. They indicated an occurrence form had been filled out. Cleaning and testing by us did not reveal a tube set issue. Received logs and a printout from the nurse indicating the infusion issue. As far as biomed is aware no reports of patient harm or of the issue stopping an active infusion. (B)(6)2024- no response so far from biomed on test infusion, 2 emails sent.(B)(6)2024 - biomed ran test infusion and sent new logs, no errors with infusion. Preliminary evaluation of the logs showed the following: tubing set error (cassette not fully loaded) reporting based on the customer's statement that the antibiotic was infused too quickly (overdose). An active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Per the preliminary assessment, the issue shown during the log file review was a tubing set misloaded error. The customer was requested to run a test infusion and inform us if the issue persisted as it appeared that the admin set was incorrectly loaded into the lvp, which caused this error. As the issue did not persist, the unit was not needed to be returned for further evaluation.